Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer support states the patient was having a reaction to the exsept. When asked what the reaction was said that the exsept was irritating his skin and turning it red and drying it out, he are having to use the antiseptic soap with water and the antibiotic cream around the exit site. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).